Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that read "high" on the cgm. Reportedly, elevated bg level was due to a non-tandem infusion set being pulled out. Customer addressed bg level by administering a manual injection. The infusion set brand and manufacture was not provided.